Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after getting wet. The customer had placed the insulin pump in rice. The customer did not recall the blood glucose reading. The customer reported that the insulin pump had been exposed to moisture in the past with no moisture visible inside of the insulin pump and had not noticed any alarms becoming more frequent. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage found inside the insulin pump. Unable to verify button error alarm, button keypad anomaly or numbers scrolling or ramping on their own due to blank display anomaly. The insulin pump had cracked case at the display window corner and minor scratched display window.